Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 26, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut into three pieces. No issues that could contribute to the complaint issues were observed. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded multifocal intraocular lens (iol) was implanted in the operative eye, the patient experienced severe halo and glare. Subsequently, the lens was explanted in a secondary surgery and replaced with a non-johnson and johnson iol. It is unknown if additional medical or surgical intervention was required or if there was patient harm, as none were reported. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/not provided. Section b3: date of event: unknown/not provided. The best estimate date is between jan 23, 2024 and nov 11, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.